Event description:
An altitude alarm was reported on the pump, with the same issue having occurred in the past month with the same serial number. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer follows precautions to prevent altitude alarm and regularly cleans pump speaker holes. Technical support decided to replace the pump.